Manufacturer narrative:
The complaint of a subcutaneous break with embolization is confirmed. The complaint sample was returned in two sections. Three ends of the complaint sample were observed microscopically. The distal edge of the proximal section of tubing has an even, well-defined edge with a flat, glossy and striated veneer. These characteristics indicate the tubing has been trimmed using a sharp instrument. The two ends of the distal section reveal two different characteristics. One of the end of the distal section shows the veneer to be irregular with a dull granular textured surface. The edges are slightly rounded, finely textured veneer are traits associated with blunt trauma such as a tensile strength break. The opposing end has a well-defined edge with a flat, glossy and striated veneer. These characteristics indicate the tubing has been trimmed using a sharp instrument. The tubing fracture may have resulted from manipulation of the catheter during removal; however, a conclusive determination of the specific mechanism of the reported damage is undetermined. It should be noted that none of the ends of tubing when mated to the distal end of the proximal section of tubing match. There is a possibility there is a segment or section of tubing missing from the complaint sample. Gross visual and microscopic examinations showed no evidence of a defect or deformity related tot he mfg process. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.

Event description:
It is reported that the broviac catheter was implanted to a pediatric pt in 2013. In (B)(6) 2013, the catheter removal procedure was conducted, but the catheter was broken during the removal procedure.